Event description:
It was reported that the product was smoking when suctioning during a procedure. No add'l info was provided.

Manufacturer narrative:
This report will be updated when the device is evaluated and the investigation is complete.